Event description:
It was reported that multiple intermittent occlusion alarms occurred. The issue caused the customer's blood glucose to exceed normal levels, reading as "high" on their device. The customer addressed the high blood glucose with correction injections via mdi. To resolve the occlusions, the customer resumed insulin and repeatedly bolused. Ultimately, the customer reverted to an alternate method of insulin therapy.